Manufacturer narrative:
Actual device involved with this report was not returned for testing. The following were reviewed as part of this investigation: patient risk, frequency analysis, labelling, and applicable manufacturing records and the lot in question were manufactured per specification without deviation. There was no patient injury reported with this event.

Event description:
During sales call with nurse on (B)(6) 2019, nurse reported that a clearguard hd cap was noted to be missing from a patient's catheter. Actual date of event was not known.